Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been having high blood glucose and cannot get it down. Customer does not recall any significant events leading to the error. Customer's blood glucose was 477 mg/dl and at time of call was 316 mg/dl. Troubleshooting was done for high blood glucose and was found that customer did not change the site every 2 to 3 days as recommended. Customer was advised to change set and reservoir, monitor pump and high glucose and call back if any further questions.